Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the implantable neurostimulator (ins) was revised as the patient received a shock about one year ago. The patient was shocked at the pocket location once during the middle of the night so the implantable neurostimulator (ins) was turned off and was not turned back on. An impedance test was performed and all values were within normal limits. It was also noted that the patient never had a therapeutic benefit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.